Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue; guiding catheter: hyperion al1 6f. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the mildly tortuous, heavily calcified and 99% stenosed distal right coronary artery. The lesion was pre-dilated and the 3.5x12mm xience alpine stent delivery system (sds) was advanced to the lesion with resistance. During the second inflation at 12 atmospheres, the balloon ruptured. The stent was not well apposed to the vessel wall, so additional post-dilatation was performed. The procedure was successful. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.